Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection fortum (1 gram, frequency and route not reported) and injection reflin (1 gram, frequency and route not reported) for peritonitis. At the time of this report, the patient was still in the hospital. The patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).